Event description:
Biomed reported that a female nicu pt received an over infusion of tpn and is requesting an event log review to see if it was a programming error or a device error. The nurse reported on (B)(6) 2012 at 1245, she noticed air in line below the pump and the pump was alarming, when she checked the IV she noticed that all of the tpn had infused and that it should have lasted for hours. The nurse stopped the IV and cleared the air in line. She reported no harm to the baby but that they had to do laboratory work, imaging studies, and monitor the pt. Biomed did not know what tubing was used or if the tpn was set up as a primary or a secondary infusion. Customer states that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The customer has requested an event log review. The event logs and data set have been received. The customer will be sending in the device as well. A follow up report will be submitted with failure investigation results once the eval has been completed.